Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that intima ii-leakage. On the morning of (B)(6) 2025, a closed venous catheter was used to draw blood from a paediatric patient. After inserting the catheter, blood was found leaking from the y-shaped tube of the catheter. The tube was flushed with saline, and after the fluid was exposed, the needle was immediately removed. This had a psychological impact on the patient, who was given psychological reassurance.

Manufacturer narrative:
1. DHR/bhr review(lot#4296351): 1)the products of this batch were assembled at intima ii auto line 2 in nov 2024, and packaged at r240 package line in nov 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the root cause of the leakage cannot be determined because there are no abnormalities in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and the damage state of the defective sample cannot be identified.

Event description:
No additional information available.